Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A director of surgery reported that during an intraocular lens (iol) implant procedure, the lens was injected and then cut out due to lens damage. A new lens was opened and inserted successfully. There was a patient contact, and the procedure was completed. Additional information has been requested.